Event description:
After pci (percutaneous coronary intervention), the ivus (intravascular ultrasound) catheter was removed without any significant effort and the tip of the ivus catheter was missing; which appeared to be 28 cm in length. Once the retained object was removed no further interventions or assessments were performed due to the added length of the procedure and the amount of radiation and contrast media exposure. The provider writes, 'temporarily dislodged and trapped ivus catheter tip, with partially occluded mid to distal lad (left anterior descending artery) with timi (thrombosis in myocardial infarction) 1-2 flow, successfully retrieved, with reestablishment of adequate coronary lumen and flow.'